Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm calibration error and change sensor. Customer's blood glucose was 96 mg/dl. The customer was advised after checking the alarm history that there was no sensor error. The customer had multiple calibrations and a sensor end. The customer stated that he shut off the sensor and tried to act on new sensor but it gave calibration errors again. The customer was advised about the reasons for calibrations errors and explained calibration factor formula. The customer was advised that we will send a replacement sensor.